Manufacturer narrative:
Concomitant medical products: product ID: 3093-28, lot#: v744240, implanted: (B)(6) 2011, explanted: (B)(6) 2019, product type: lead. Other relevant device(s) are: product ID: 3093-28, serial/lot #: (B)(4), ubd: 06-jun-2015, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient with an implantable neurostimulator (ins). The patient reported their device had been totally removed due to infection. No further complications were reported or anticipated.